Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and the battery cap couldn't attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-mar-2018 with the following findings: during investigation, the battery compartment was found to be cracked above the bumper pad. The battery cap was not returned with the pump for investigation. A test battery cap was used and able to properly secure to the pump. The original complaint of a battery cap issue was unable to be fully investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.